Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 05, 2022.

Manufacturer narrative:
This report is submitted on november, 05, 2022.